Event description:
It was reported that during a lap hysterectomy procedure, halfway down the cannula, the device broke. Put another trocar into complete the procedure. No patient impact.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.